Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], zinc toxicity [metal poisoning], extensive nerve damage [nerve injury], tingling in arms, hands, legs and feet [paraesthesia], numbness in arms, hands, legs and feet [hypoaesthesia], weakness in arms, hands, legs and feet [muscular weakness], spasms in arms, hands, legs and feet [muscle spasms], difficulty walking [gait disturbance], loss of coordination that necessitates the use of cane and walker [coordination abnormal], multiple falls [fall], broken back [spinal fracture]. Case description: an attorney reported that his client, (B)(6) male, used fixodent denture adhesive, version unknown cream and super poligrip from 1987 through 2010 and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, zinc toxicity, extensive nerve damage, tingling in arms, hands, legs and feet, numbness in arms, hands, legs and feet, weakness in arms, hands, legs and feet, spasms in arms, hands, legs and feet, difficulty walking, loss of coordination that necessitates the use of cane and walker, multiple falls that caused him to break his back. Treatment: unspecified medical care. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.